Event description:
On october 23, 2006 the lay user/patient contacted lifescan alleging that his one touch ultra erratically. The medical specialist (mas) was unable to reach the patient by telephone so a letter was sent on october 30, 2006 requesting the patient to contact lifescan. The mas obtained the following information from listening to the call between the patient and the customer care advocate (cca). On october 23, 2006 at 9:18am, the patient got "282 mg/dl" on his meter and then took 1.3-1.4 units of humalog, which is less than his usual 2.3-2.5 units. The patient did not specify if this meter test was before or after a meal and why he took less than his usual insulin dosage. About 3 hours later, the patient got a "55, 232, 64, 163, 90, 47 and 51 mg/dl" on his meter , which were performed within a 5-minute time period. At the time of tests, the patient was feeling dizzy, light headed, and seeing spots. He did not report if he administered self-care while experiencing symptoms; however, he did not report any further medical attention. It would be helpful to obtain the following: why he took less insulin after obtaining the "282 mg/dl" meter reading, if he ate anything , if he ate anything after his insulin, if he administered self-care when he was experiencing the symptoms, and if he has any other known health conditions. The customer care advocate verified that the meter was set up correctly, an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. The patient did not have any control solution to perform a control solution test. Based on the provided information, this complaint is being reported because the patient developed symptoms 3 hours after taking his insulin based on his meter reading. The reported meter results also did not meet lifescan's precision criteria. Lifescan replaced the meter, test strips, and control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.